Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure the iol got stuck in the injector and there was patient contact. The surgery was completed at same moment by using replaced iol.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.10. ( previously reported "the product was returned for analysis" submitted in error). The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).